Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 100% to 15% within 2 days. The pump battery rose quickly to 100% after being connected to a power source. In addition, the customer was having difficulty charging the pump. Customer reported blood glucose level was 300 (mg/dl). Boluses via the pump were administered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.